Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Interrogation revealed ventricular noise reversion episodes, mostly occurring in the evening. No other electrical anomalies were observed. No intervention was performed. The patient would be monitored with routine follow up.